Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 degenerative mitral regurgitation (mr) for a mitraclip procedure. The clip was advanced within the patient and after reaching approximately 90 degree angle the clip straddled over the anterior-2/posterior-2 (a2/p2) segments. The clip opened successfully, during gripper testing the posterior gripper did not respond. Troubleshooting was preformed unsuccessfully and the clip was retracted back into the steerable guide catheter (sgc). While retracting the clip it was not possible to fully close the clip and the sgc and the clip were removed from the patient successfully. A new sgc and mitraclip were advanced within the patient and were successfully implanted. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue, inability to close the clip, and difficulty removing the cds from the sgc with the clip not fully closed could not be replicated in a testing environment due to the device returned condition (clip was not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty removing the cds from the sgc appears to be due to the clip not being able to be fully closed during removal. However, a cause for the reported gripper actuation issue and inability to close the clip cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 degenerative mitral regurgitation (mr) for a mitraclip procedure. The clip was advanced within the patient and after reaching approximately 90 degree angle the clip straddled over the anterior-2/posterior-2 (a2/p2) segments. The clip opened successfully, during gripper testing the posterior gripper did not respond. Troubleshooting was preformed unsuccessfully and the clip was retracted back into the steerable guide catheter (sgc). While retracting the clip it was not possible to fully close the clip and the sgc and the clip were removed from the patient successfully. A new sgc and mitraclip were advanced within the patient and were successfully implanted. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.